Manufacturer narrative:
(B)(4). Concomitant products: 62mm replacement lock ring/ pn 00620106200/ ln 61511219, liner 7 mm offset 32 mm i.d. For use with 62 mm o.d. Shell/ pn 00634106232/ ln 62294968, cer bioloxd option hd 32mm/ pn 650-1056/ ln 117940, mlry-hd por fmrl 10x155mm/ pn 11-104110/ ln 397470. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the product location being unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04297, 0001822565-2017-04298, 0001825034-2017-03572, 0001825034-2017-03575.

Event description:
It was reported that patient underwent right hip revision approximately three months post implantation due to patient allegations of pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The complaint sample was evaluated and the reported event could not be confirmed. According to the operative report by (B)(6), md for the revision surgery on (B)(6) 2016; the trunnion was overall in good position. There was no gross motion between the femoral stem and the femur when torsional force was applied to the femoral stem. The surgeon felt that the degree of anteversion of the stem was overall reasonable and appropriate within the femoral canal. The degree of acetabular anteverion on gross inspection appeared appropriate. The surgeon felt the acetabular shell may be less horizontal than ideal and this was likely related to the available bone stock at the time of previous revision. The surgeon felt the acetabular shell may be slightly less horizontal than ideal and it was likely related to available bone stock at the time of the previous revision. When the acetabular shell was impacted on the edges at multiple locations, it was found that the acetabular shell was solidly bony ingrown into the bony acetabulum and was not loose and not damaged. After the trial reduction, the surgeon felt that appropriate stability was restored with minimal lengthening of the leg, and the patient had good stability in flexion with inward rotation to approximately 70 degrees. The surgeon was unable to cause any instability with extension and external rotation and there was a good stability with axial traction. After the final femoral head was impacted, it was found to be seated appropriately. The trunnion was also in good condition and the patient had intact adductor musculature to the proximal femur. Condition of the patient at the end of the procedure was stable. There was an estimated blood loss of 250 cc during the procedure. The left leg length was increased by 4-5 mm to improve stability. Surgical notes were not provided for the revision surgery on (B)(6) 2016. The device history records were reviewed and no discrepancies relevant to the reported event were found. A review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04297-2, 0001822565-2017-04298-2.

Event description:
It was reported that patient underwent left hip revision approximately three months post implantation due to patient allegations of pain. Attempts to obtain additional information have been made; however, no more is available.